Event description:
Procedure: unk. Patient sex: unk. Reportedly, when firing the instrument, the staple line was not secure and staple lines bled and tore the stomach tissue. The staple lines were oversewn. The surgeon changed instrument and then next firings worked perfectly.